Event description:
I have been stricken with acute mercury poisoning. I had a silver-mercury filling drilled out and replaced with a white filling in (B)(6) 2010, 11 months ago, when I was (B)(6) yrs old. Within a few weeks I developed over twenty-five chronic and sporadic neurological and health symptoms including: extreme fatigue and malaise, extreme memory and concentration impairment, severe depression and anxiety. Chronic and sporadic symptoms of: leg muscle pain and twitching, back and shoulder muscle pain, tingling in my hands and feet, numb hands, feet pain, ears ringing and popping, ear pain, episodes of hearing loss, eye pain, blurry eyesight, chest pain, heart palpitations, fainting episodes, shortness of breath, hypoglycemia, abdominal pain, headaches, irritable bowel episodes, teeth and jaw pain, cold hands and feet, difficulty urinating, sweating episodes, insomnia and sleep disturbances, and recently my thyroid enlarged (goiter), etc. Since the onset of mercury poisoning, I battle every day with severe chronic fatigue, malaise, chronic and sporadic pain. On bad days, I wake up with chronic and sporadic pain and feel completely drained, and can not function and need to stay in bed most of the day. On better days, I wake up with chronic and sporadic pain and moderate fatigue and try to endure a few hrs of functioning, but my energy level decreases rapidly, and I need naps and relaxation time every day for a few hrs. I went to many doctors and had multiple tests done, and I have been diagnosed with fibromyalgia syndrome and chronic fatigue syndrome which is one of the main causes from mercury poisoning. The unfortunate situation is that most doctors are ignorant about symptoms related to mercury poisoning, and most dentists don't inform their pts of the potential dangers of filling or removing mercury fillings in their teeth, despite thousands of scientific studies proving that they are a hazard to human life and the environment. I had to do my own research to find out what had happened to me. I learned that mercury poisoning is difficult to test and diagnose and that most doctors don't consider the possibility that chronic or acute exposure to mercury from amalgam fillings can be at the root of over 100 symptoms and cause over 40 serious diseases. Mercury can accumulate and affect the brain, major organs, the central nervous system, muscles, nerves, joints, and endocrine system, etc. Mercury is known to kill cells and can cause serious diseases of the neurological system, mental disorders, immune diseases and cancer. At this time (B)(6) have banned mercury fillings and many other countries require health warnings, a schedule to phase out mercury, and require controls on dental waste. (B)(6) require dentists to warn about mercury dangers. My question to the FDA panel is: when will the FDA require all dentist to warn pts about mercury poisoning dangers and use proper methodology and protocols with special techniques and equipment which would reduce 90% of mercury exposure according to a study published by the (B)(6) government, and inform the doctors and public about mercury poisoning from silver fillings, which is the second most toxic non-radioactive element on the face of this earth, as they did for lead?